Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of treatment. Logfile review shos no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause could be determined, as the system was operating within specification. This report was mailed to FDA on : (B)(6) 2014. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with red, irritated left eye at lasik five month post-operative visit. Additional information from reporter indicated patient's topical steroid dosage was increased which resolved the reported issue one week later.